Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted/explanted . (B)(6). Patient code (B)(4) used for: the plate broke intraoperatively during the preparation of the plate. There is no evidence of harm to the patient. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during preparation of the plate the implant broke. There were no consequences for the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter title, name, email and occupation DHR review was completed. Part mfg date: 01-sep-2016 part exp. Date: n/a manufacturing location: depuy synthes ¿ elmira lot number: h179287 part number: 04.503.742 DHR record review: a review of the device history record (DHR) revealed no non-conformances. The DHR shows lot# h179287 of ti matrix mandible double angle recon pl medium 2.5 mm thick was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. Customer quality conducted an investigation of the returned device. Investigation site: cq zuchwil selected flow: 5. Broken visual inspection: the matrixmandible reconstruction plate is broken in the middle as complained. On the plate surface there are some dents and scratches visible, most probably from the bending instruments. The fracture surface is typical for a forced fracture. Dimensional inspection: relevant dimension ¿ plate thickness was checked and found to comply with the specifications. Plate thickness: is 2.82mm (spec. 2.9mm +/-0.1mm) drawing/specification review: not required per selected investigation flow as root cause is use related. Material review: the certificate of the raw material was reviewed during the performed device history review and meet specification. The matrixmandible reconstruction plate is made from pure titanium (ticp). Summary the complaint condition is confirmed as the matrixmandible reconstruction plate is broken. This production lot (h179287) was manufactured in september 2016 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The investigation found no manufacturing related issues that would have contributed to this complaint condition and we are not aware of any other complaints for this article- and lot combination. The given information indicates that the plate broke during contouring; as no manufacturing related deficiency was found it can be concluded that the plate broke due to a mechanical overloading. Important note: titanium implants should never be bent for- and backwards, notched, or scratched. Such manipulations can produce surface defects and/or concentrate stress in the core of the implant. This in turn may eventually cause the product to fail. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Date reported in mwr-06042018-0000088000 was 4/5/2018. Correct date should have been 4/4/2018 brand name device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.